Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was half black, blocking the graphics and text. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.